Manufacturer narrative:
This batch of screws presents no manufacturing defects. We haven't received any other claim regarding this batch or concerning a similar defect. We received the following answers to our investigation: what is the event date? We do not have an event date. Did event occur in europe or other country? The event occurred in the us. Was the screw implanted? The screw was not implanted. If yes, does the available information suggest that the device caused or contributed to a serious injury? No serious injury. Could you be more precise about "major damaged packaging"? Description? We have no further information to describe the damage. Product was not returned to us, nor were images provided. Did the health care facility declare this incident to the national competent authority? No notice to nca. Will the product be available to be sent for investigation? If yes, please return the defective product to my attention. The product will not be returning, as it was not returned to us. No possible recovery of the damaged packaging and no picture available. The given description does not allow us to determine the nature or the exact origin of the defect. No corrective action implemented. This file is closed.

Event description:
Fnc (B)(4). "We have received notification from one of our distributors of major damaged packaging of the nonsterile packaging. We do not have the product to return, or any photographs to provide. The sterile packaging was reportedly not compromised. We have no further information on the event".